Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported intermittent audio output could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. The receiver unit failed to charge and reboot, device perpetually rebooting. A manual test and functional testing could not be performed due to perpetual rebooting. Receiver drop tests could not be performed. The receiver case was opened for an internal visual inspection and it passed. The speaker resistance was measured and registered within specification. The receiver log was downloaded and evaluated with no related errors observed. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.